Manufacturer narrative:
Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that shock was not delivering properly. There was no patient involvement. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.

Manufacturer narrative:
Based on the available information, rse evaluated the device remotely and found that the operation check had passed, and the shock was delivered properly. No problems were found, and the machine was handed over for use. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no fault found. The reported problem was not confirmed.